Event description:
Reporter indicated that vns pt has experienced an increased in seizure activity above pre-vns baseline frequency. It was reported tha there had been recent medication changes, but it is known whether these changes occurred before or after the increase in seizure activity. Investigation to date has been unable to determine the cause of the reported event.